Event description:
It was reported that a novum iq large volume pump had ¿low flow/low volume¿ during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.